Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited high capture threshold and low impedance. No patient symptoms or intervention was reported.